Event description:
It was reported that right after a nondevice related procedure, the patient had difficulty turning on the ipg as it was fried. It was unknown if electrocautery was used during the nondevice related surgery. The patient underwent an ipg replacement procedure and during the procedure it was found out that there were high impedances on the contacts. The patient was doing well postoperatively. The explanted ipg was discarded.